Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has been affected. There was no report of accident or trauma. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
Hearing performance with the device has been affected. There is no report of accident or trauma. The patient was to be seen again, however no further information has been received from the field.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. There is no report of accident or trauma.